Manufacturer narrative:
G4: 18feb2020 b4: (B)(6). The touchscreen assembly was returned to the manufacturer for failure investigation (fi). Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician performed resistance testing the touchscreen passed all testing they then installed the touch screen assembly into a fi ventilator and tested the device. They were able to duplicate the reported customer complaint of touch screen failed. Verified customer complaint of touch screen out of specification. Noted resistance measurements are within tolerance, however multiple readings are close to the upper limit which may contribute to unresponsive region in bottom right corner of screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26nov2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the touchscreen didn't respond in a timely manner. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested, and no abnormality was confirmed.